Event description:
It was reported to philips that the device had an intermittent red x and was chirping. The red x goes away when the device is powered on. There was no reported patient involvement/adverse patient impact.